Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump were sticking and he is receiving a button error alarm. Customer's blood glucose reding at the time of the call was 240 mg/dl. No further information reported.